Manufacturer narrative:
A ge representative evaluated the system and determined the monoblock x-ray tube assembly needed to be replaced. No conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system would not product x-rays. No patient injury was reported.